Manufacturer narrative:
The reported complaint was confirmed by the product surveillance technician (pst) as per laboratory report. The pst observed blank screen at boot up and inaccurate touch screen response. Replacement of customer inverter board and customer touch screen with lab use only (luo) inverter board and luo touch screen restored central control monitor (ccm) functionality. The device was sent to service to be brought to manufacturer's specifications before returning to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This system 1 belongs to operation open heart and only gets used once a year when they go on mission to (B)(4) islands. The sse opened the ccm and fans were working and light emitting diodes (led) were lit. This complaint occurred in august 2016.

Event description:
The subsidiary service engineer (sse) reported that during notice of field correction (nfc) at the service center, the central control monitor (ccm) screen went blank when the system was turned on. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) received the unit with the inverter board detached. The srt attached the inverter board and observed the unit to boot up. The srt replaced the inverter board and performed verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.